Event description:
Related to MFR report #2183959-2012-01386. On (B)(6) 2010, the plaintiff was implanted with an ams monarc sling. It was alleged that the plaintiff "suffered severe and permanent bodily injuries and significant mental and physical pain and suffering." It was also alleged that the plaintiff continues to "suffer from dyspareunia, incontinence, pelvic pain, infections, and vaginal mesh extrusion." It was also indicated that the plaintiff underwent, "extensive medical treatment, including, but not limited to, operations to locate and remove mesh, operations to attempt to repair pelvic organs, tissue, and nerve damage, the use of pain control and other medications, injections into various areas of the pelvis, spine, and the vagina, and operations to remove portions of the female genitalia." It was indicated that the plaintiff has sustained permanent injury, physical deformity, loss of ability to perform sexually, has undergone corrective surgeries.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.